Manufacturer narrative:
Investigation summary: ppae (thrombocytopenia, anemia, major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history (lot): device lot: 1961531. Device history (batch): subcomponent: n/a. Device history review: the pump sn: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
The complainant provided additional information upon request: "1. The initial pump was sn (B)(6) (used electively during the hrpci). The product is not available for return. To be clear, there was nothing wrong with the pump itself. The md made a decision to remove the pump as he felt the patient no longer needed it. She then decompensated and he used an additional pump (sn (B)(6)) to support the patient. 2. The death/anemia/major bleed were in relation to ECMO for which she was subsequently placed on during her hospital course."

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient continues to exhibit thrombocytopenia and anemia. The source of bleeding remains unclear, with several potential contributing sites, including the extracorporeal membrane oxygenation (ECMO) cannulation sites and the ongoing cangrelor and heparin infusions. The impella access site shows no evidence of hematoma or active bleeding. The patient subsequently expired.